Event description:
The event is reported as: complaint alleges: clips do not hold on the vessel during a abdominal lipectomy. All clips were retrieved. No pt injury reported or medical intervention reported.

Manufacturer narrative:
Device returned for investigation, however the investigation has not been completed at the time of this report.